Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ tip leaked onto the chemo pad during use. The luer-lok¿ tip was reported to have broken when trying to lock onto the chemo adapter during use as well. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Investigation summary: photos were provided for evaluation. The photos showed the cracked/damaged luer collar therefore this failure mode was verified. No photos showed leakage past the stopper therefore this failure mode was not verified. No physical samples were available for analysis. Photos showed damaged/cracked luer collar. Per complaint, the syringe collar cracked after it was assembled to an adaptor. No samples were available for brittleness testing. Root cause could not be determined based on the photos. While leakage was not verified, leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. No corrective actions for the damaged collar at this time, root cause could not be determined. A CAPA (corrective action preventive action) has been initiated to address leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Device returned to manufacture: no.

Event description:
It was reported that the bd¿ syringe with bd luer-lok¿ tip leaked onto the chemo pad during use. The luer-lok¿ tip was reported to have broken when trying to lock onto the chemo adapter during use as well. There was no report of exposure, injury, or medical intervention noted.